Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device would not run, had no power, and it failed the functional test. During service/repair, it was determined that the motor was worn, the device had an unusual whining noise and the gear piston had become unscrewed from the gear. It was determined that the issues were consistent with normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was discovered that the battery reciprocator device did not run when the trigger was pressed. The reporter was unsure if the other battery devices were tried. During in-house engineering evaluation, it was observed that the device had an unusual whining noise and the gear piston had become unscrewed from the gear. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.